Manufacturer narrative:
(B)(4). The device history record (DHR) for the 34 in. (86 cm) dual port single bladder disposable cuff with plc and protective sleeves, part number 60707015600 and lot number z000010197, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital that a 34 in. (86 cm) dual port single bladder disposable cuff with plc and protective sleeves had a hole in the device causing the tourniquet to alarm a low pressure error code. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the root cause of similar failures, per (B)(4), was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scar encompasses medplast cuffs (item: 60707015600 and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during an orthopedic procedure about 2/3 of the way through, the tourniquet alarm started alarming an error code came up for low pressure. The tourniquet was set 300 mm hg and trying to sustain at 250 mm hg. The device was able to be used to finish the procedure. After the surgery was completed, the tourniquet was deflated. The nurse in the or said that when she tested off the patient after the case, the cuff had a hole and an obvious leak in it. There was no harm or delay. This was not a reused device. No adverse events were reported as a result of this malfunction.